Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient couldn't charge their ins anymore. The recharger couldn't connect to the battery and no stimulation was possible. The patient was sent instructions for recovering the ins from deep discharge; they followed the steps but were unable to recharge or connect to their battery. The issue was not resolved. The representative needed to contact a person in poland where the patient could go for a battery check and for support. Surgical intervention did not occur and was not planned. It was further reported that the patient needed a consultation for an ins battery check. The battery seemed to be in deep discharge. Additional information was received from the manufacturer representative (rep) reporting that the ins has turned off completely. The patient followed the instructions for how to perform a recharge mode for over 9 hours without success. A check of the ins from a manufacturer representative and/or health care provider was required to see if it was possible to take it out of sleep mode. If it¿s not possible to get the ins out of deep discharge, an ins replacement would be needed. Additional information was received from a rep reporting that they met with the patient and checked the ins. The ins doesn¿t work and restart was not possible. The patient had an appointment with their doctor on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.